Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for post laminectomy pain. It was reported that the patient had a non-functional stimulator. No reported patient symptoms were reported for the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.